Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine device follow-up, it was revealed this device had recorded a lead safety switch (lss) on february 2, 2019, due to a pacing impedance measurement that was greater than 2500 ohms on the non-boston scientific right ventricular (rv) lead. The lss caused the lead to revert to unipolar sensing and pacing. A nonsustained vt episode was stored due to oversensing noise when the lead was in the unipolar sensing configuration. At this appointment, all lead measurements were within normal range in both the unipolar and bipolar configurations. It was noted the lss had occurred in the past, in (B)(6) 2018 and (B)(6) 2017. Device data was submitted to technical services for review. Technical services discussed that the out-of-range impedance measurements could be a lead issue, or a connection issue between the lead and device header. Troubleshooting was recommended to try to recreate noise with patient movements and pocket manipulation. Programming options to mitigate noise, if reproducible, were discussed. It was recommended to monitor the lead in the remote monitoring system, to obtain additional lead diagnostic data, in addition to the planned three month follow-ups. It was noted the device was implanted in 2014 and the leads in 2006. No adverse patient effects were reported.